Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an error message. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that on the morning of (B)(6) 2015, the meter displayed a ¿not enough blood¿ message. The patient detailed that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that on ((B)(6) 2015 at 11:30am she had her blood glucose tested on an emergency room (ER) meter which gave a result of 585mg/dl and that she was treated in the ER with ¿20mg of lantus¿ insulin. During troubleshooting the customer care advocate (cca) could not walk the patient through resolving the issue as she did not have testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs of a hyperglycemic event and subsequently received treatment from a healthcare professional, after the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.